Manufacturer narrative:
(B)(4). (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a 20.0 diopter ar40e intraocular lens (iol), unexpected postop refraction (-1.25 diopter) occurred at postoperative examination. Doctor explanted this iol and implanted a 17.5 diopter ar40e. At postoperative examination, unexpected postop refraction (+1.5 diopter) was noted for the replacement lens. Through follow up the patient outcome is reported as refractometer test result has been stable. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x magnification was performed and the lens was observed with one lens haptic detached. Additionally, the lens was observed clear as expected. The reported unexpected postop refraction could not be verified on the returned product. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. A search on complaint history revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted."